Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Patient requested to keep it.

Event description:
On (B)(6) 2013, the trochanteric fracture was occurred due to the influence of the tumor which has metastasized from breast cancer. The primary gamma3 long nail surgery was performed on (B)(6) 2013. After that, the fracture part was received radiation therapy and became to nonunion. Then, the nail fracture was confirmed on (B)(6) 2016. The revision surgery is planned on (B)(6) 2016.